Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the device returned broke on the transition radii of the thread undercut to the stop shoulder of the thread connection. A microscope analysis of the surface of the device shows a brittle area, which indicates that the material was subjected to a significant amount of stress, which lead to it breakage without significant plastic deformation. An example of improper stress would be backslapping the device forcefully. Indeed, the device and its threads are not supposed to withstand high forces during backslapping, especially since this introduces bending forces, which can be heightened at the tip of the device due to the long lever arm. The analysis of the surface breakage leads to conclude that this event was due to a user related root cause. The analysis of the device resulted in finding that the thread of the strike plate had been damaged by excessive load application. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Primary procedure, left femur. It was reported that upon impaction, the t2 alpha strike plate broke off where the threads connect with the targeting arm. A t2 strike plate (non-alpha) was obtained and used to complete the procedure successfully with a delay of approximately 5 minutes. The rep confirmed that no further information is available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, left femur. It was reported that upon impaction, the t2 alpha strike plate broke off where the threads connect with the targeting arm. A t2 strike plate (non-alpha) was obtained and used to complete the procedure successfully with a delay of approximately 5 minutes. The rep confirmed that no further information is available.